Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a manufacturing record evaluation could not be completed as batch daf862 is invalid for san lorenzo.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and mesh was implanted. After surgery, the patient had chronic pain in the pelvis and down the left leg. The doctor said patient must have had a previous condition, but patient reports only having suffered from migraines nothing more. After that, the patient was in a wheelchair chair for 2.5 years - life had depleted to nothing. Patient outcome/consequences include basically in home and scared to leave as patient may fall. Date of explanation was reported as (B)(6) 2018. No further information available as reporter details have not been disclosed (confidential).